Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient's ipg became inoperable. Surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further follow-up indicated the patient had their ipg explanted and replaced. Issue resolved.